Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, after deploying the plunger the suture was observed coming out of the skin, instead of being under skin level, sitting on the skin by the proximal guide (metal sheath). The technician removed the device and used a second proglide successfully to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.